Event description:
It was stated that the patient recovered without sequelae.

Event description:
Addtional information: it was later reported the pump was removed due to battery performance field action. The patient read something about the recall and insisted it be removed. The patient was getting good pain relief at the time and was now not getting good pain relief as the system was removed.

Event description:
Additional information: it was reported that the pump was removed in (B)(6), 2012 and the patient's last post-operation visit was (B)(6), 2012. The patient was then dismissed from the clinic.

Event description:
The patient reported never having therapeutic effect; pain post implant was a little less than before implant but was still in severe pain. The patient reported that the pump contained morphine but that morphine did not work for him and was placed on an allergy list. The patient indicated the hcp adjusted his pump a lot but wouldn't change it to a different medication. Per the reporter the hcp informed the patient that "the pain was in his head" and felt the office was not taking him seriously. The patient also reported the hcp's office told him he tested positive for drugs. The patient reported dissatisfaction with their hcp service and was seeking a new hcp. The patient reported that at one of the refill sessions "she pulled out just as much medication as she put in it"; the patient did not provide specific values for volumes. The patient reported that he "wants this thing out of me" and "I'm worse off with the pump than I was without it." The patient also reported that he spoke with his neighbor who told him that his symptoms sounded like he was going through withdrawal. The patient indicated that the pump was removed because "it seemed like it would work at times and sometimes he would be in pain, sick, nauseous, constipated and had diarrhea" the pump was used to deliver morphine.

Manufacturer narrative:
Final device analysis revealed no anomalies on the pump and no significant anomalies on the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot #n270501008, implanted: (B)(4) 2010, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s pump was originally filled with dilaudid, not morphine, and the patient informed the healthcare professional that ¿dilaudid did not work for his body and that was why it was listed as a medication allergy in his medical records.¿